Event description:
It was reported by the aci sales professional that a patient underwent an interventional peripheral procedure on (B)(6) 2012. Following the procedure, the physician selected the mynx cadence vascular closure device 6/7f to close the access site. It was reported that the physician got the balloon to the arteriotomy. When the physician shuttled down the shuttle handle and shuttle tube only moved a few centimeters and stopped. The physician tried to advance further but the shuttle would not move any further." The physician deflated the balloon and removed the device. The patient was converted to manual compression for approximately 20 minutes. The patient developed a hematoma approximately 4cm x 4cm. Additional manual compression was applied for approximately 10 minutes. The patient was reported as hospitalized for an unrelated and unspecified reason. The patient was discharged from the hospital the following day (on (B)(6) 2012) with no clinical sequela noted. The aci sales professional reported that the device was returned to him in a plastic bag and it appears as if the advancer tube was manipulated after the failure.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The advancer tube was engaged to the proximal tamp lock. The sealant was not returned with the device. Based on the information received and the investigation performed, the root cause of the shuttle advancement issue could not be conclusively determined. The review of the lhr (lot f1217907) indicated that the device lot met all established performance criteria prior to shipment.